Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues being observed. All samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode from the investigation performed, however, the customer has indicated that the patient froze the sample prior to shipping. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the gel has moved and there¿s no plasma separation, the blood is one solid mass."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the gel has moved and there¿s no plasma separation, the blood is one solid mass."